Manufacturer narrative:
(B)(6). This information was received via user facility medwatch: mw5081252. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the center port at the ridge. This was identified during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot was manufactured between 02/11/2018 to 02/12/2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.